Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the infection occurred in january 2019. It was noted that the infection has been resolved. It was noted the patient was given antibiotics for 4 to 6 weeks. The patient's weight was 105 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had their pump removed due to an infection. No further complications were reported.